Event description:
During a follow-up, it was observed that the device output mode had changed and was pacing the patient inappropriately. Technical services was contacted and provided reprogramming recommendations. The magnetic response was turned off and the device reverted back to nominal settings and resolved the event. The patient is stable.